Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified any 2 depressed/jammed battery contact pins which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "error broken rear case" which was observed during evaluation as 2 depressed/jammed battery contact pins. The rear case (containing the battery contact pins) was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "error broken rear case". There was no known patient injury or medical intervention associated with this event. No additional information is available.